Event description:
It was reported the camera head cable had a break in the cable. The damage was external with visual opening to core, with no wires showing. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. Based on the results of the investigation, it is likely, that the following led to the malfunction: the most probable cause is traced to component failure. A device history review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head cable had a break in the cable. The damage was external with visual opening to core, with no wires showing. The issue occurred, during reprocessing. There was no patient involvement.